Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the device was received. The reported lot number was confirmed from the packaging label. The stent was received in a partially deployed condition. The inner catheter was received within the outer catheter. Blood was present within the rhv and at the distal tip of the outer catheter. The device was unable to be flushed. The stent was able to be removed. Dried blood was present throughout the stent. The stent was found to be undamaged and within spec. The stent stabilizer was found to be kinked/bent at approximately 6cm from the proximal end of the hub. The stabilizer was unable to be removed from the outer catheter due to the presence of dried blood. Functional inspection was not performed as the stabilizer was unable to be removed from the outer catheter. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported events 'stent delivery catheter friction' and 'stent failed/unable to deploy' could not be replicated. However, the analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on the analysed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the tortuosity of the patient¿s anatomy was reported as 'moderately tortuous'. It was reported that the 'physician was not able to push the stents inside the microcatheter and to release it'. In the follow-up responses the user noted that the stent delivery system was able to be advanced to the lesion. The stent was returned for analysis partially deployed through the distal tip opening of the outer catheter and still loaded on the inner catheter (stabilizer). It was not possible to advance the stabilizer due to the level of dried blood present within the outer catheter. It is likely that insufficient continuous flow was a contributing factor in this complaint. Instead, the stent was removed by gently pulling on the dual taper tip at the distal end of the stabilizer. Once deployed, the stent was noted to be undamaged. The outer catheter (stent delivery catheter) was undamaged. The stent stabilizer was kinked/bent near the proximal end. It is likely that a combination of the target vessel tortuosity and some unknown procedural factor(s) resulted in the user experiencing resistance while attempting to deploy the stent in the target stenosis area. The resulting manipulation of the stent system is likely to have resulted in the damage noted to the proximal end of the stent stabilizer. The as reported events: 'stent delivery catheter friction' and 'stent failed/unable to deploy' and the as analysed events: ¿stent stabilizer kinked/bent¿ and ¿stent partial deployment¿ have been assigned procedural factors. This complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
The subject stent was returned for analysis and was examined. During device investigation and analysis, it was discovered that the subject stent was received in a partially deployed condition. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.